Event description:
The implantable neurostimulator (ins) and leads were returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The devices underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) revealed no significant anomalies; rechargeable ins is functionally ok, but battery has reduced capacity due to overdischarge (overdischarge count = 1). Analysis of lead (j0546522v) revealed broken conductor at distal end of the lead; #5 conductor broken between #5 and #6 electrode. Analysis of lead (j0546831v) revealed no significant anomalies; lead is functionally ok.